Manufacturer narrative:
Section d4: device lot number was not provided and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a known phase to phase with an attempted splice on (B)(6) 2023 (reference MFR # 2916596-2023-03633). The patient had an increasing amount of "pump off" events. Following review of the submitted log files by tech services, it appeared the log file confirmed there were pump stop events on 07jul2024 and 24jul2024. The pump stop events appeared to happen on both the power module and battery power. The patient was determined not to be a candidate for a pump exchange. Further goals of care discussions were being had.

Manufacturer narrative:
Section d4: primary UDI corrected. Manufacturer's investigation conclusion: review of the submitted log file confirmed the reported pump stop events. Although a specific cause could not be conclusively determined as no product was returned for evaluation, the abnormal pump operation captured in the submitted log file appeared to be consistent with potential driveline wire compromise. The submitted log file captured several transient pump stop events with associated low speed advisory/hazard and low flow hazard alarms on 28jul2024. Several of these events were accompanied by elevations in power. The low speed and pump stoppage events occurred while the system was powered by 14 volt (v) lithium-ion batteries. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate ii lvas patient handbook, rev. C are currently available. Section 6 of the IFU entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and patient handling. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines system controller alarms, and the appropriate actions associated with them. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline.¿ the section entitled ¿alarms and troubleshooting¿ outlines system controller alarms as well as how to respond to each alarm condition. A section on handling emergencies is also provided. No further information was provided. The manufacturer is closing the file on this event.